Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 28th january, 2021 getinge became aware of an issue with powerled surgical light. As it was stated, the cover fell off the ceiling support system and locking ring broke. There was no injury reported, however we decided to report the issue in abundance of caution any ant parts falling off may cause contamination.

Manufacturer narrative:
On 28th january, 2021 getinge became aware of an issue with powerled surgical light. As it was stated, the cover fell off the ceiling support system and locking ring broke. There was no injury reported, however we decided to report the issue in abundance of caution as any parts falling off may cause contamination. The client refused repair to be performed by getinge, and ordered the spare parts and carried out repairs themselves. It was established that when the event occurred, the light did not meet its specification as the cover fell off and locking ring particles were missing and it contributed to event. Despite our best efforts, it is unknown to getinge if he device was being used for patient diagnosis or treatment when event occurred. The fall of the ceiling cover was caused by the rupture of the locking ring. The breakage of the locking ring is evaluated by subject matter experts at the manufacturer to be probably due to an exessive tightening or a collision. To prevent any safety issue the instruction for use powerled IFU 01581 mentions to check the integrity of the device during the daily inspections before use. The rupture initiation of the locking ring is visualy detectable, during the cleaning operation. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.